Manufacturer narrative:
(B)(4). Batch # r94z1h. Device analysis: the analysis results found that the er420 device was received with no damage in the external components and a plastic bag with 2 malformed clips. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device lot r95796 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94z1h number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r94u13, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, device failed to produce formed clips (malformed clips) and delivered multiple scissor clips. This also damaged the vein and caused additional bleeding during the procedure which was managed, and the patient is ok.